Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps (mbf) instrument to perform failure analysis. The mbf instrument was found to have damage on the conductor wire¿s insulation at the yaw pulley. There were no material missing. The conductor wires were exposed. The wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. Further investigation found a scratched yaw pulley. One side of the yaw pulley had several scratches. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps (mbf) instrument cable was noted to be frayed. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the last procedure usage, there was no report of instrument issue or any patient injury. The instrument did not exhibit any unintended energy discharge. The procedure was completed robotically with the same da vinci system.